Manufacturer narrative:
Correction to previous submission, customer meter was not returned for investigation. The customer¿s strips were returned for investigation. The returned test strips were measured with the retention meter with a high level control sample. Testing results (qc range: 3.2 - 4.0 inr): qc 1: 3.7 inr. Qc 2: 3.6 inr. Qc 3: 3.6 inr.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs plus meter serial number (B)(4) for two patients. Patient 1: meter result was 7.7 inr and the laboratory result was 5.0 inr. On (B)(6) 2018, the meter result was 8.0 inr and the laboratory result was 5.2 inr. On (B)(6) 2018, the meter result was 5.4 inr and the laboratory result was 4.0 inr. On (B)(6) 2018, the meter result was 4.9 inr and the laboratory result was 3.7 inr. The therapeutic range was 2.0 inr to 3.0 inr. Patient 2: on (B)(6) 2018, the meter result was 3.6 inr and the laboratory result was 2.7 inr. On (B)(6) 2018, the meter result was 2.1 inr and the laboratory result was 2.7 inr. The laboratory reagent was thromborel s. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 314047) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.